Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 38 synergy¿ drug-eluting stent, it was noted that the stent stretched as the stent protector was removed despite being taken off very carefully by the physician. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged with struts from the 12th most proximal row onwards distorted, lifted from the stent profile and stretched distally over the bumper tip. The maximum crimped stent profile and the crimped stent outer diameter (od) at the undamaged portion were measured and are within specifications. The product stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 38 synergy¿ drug-eluting stent, it was noted that the stent stretched as the stent protector was removed despite being taken off very carefully by the physician. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.